Event description:
It was reported that the patient could no longer feel the implantable cardiac monitor (icm) under the skin. Additionally, the patient stated they bled for two days and feel a constant ache and sharp pain in the breast. The patient has a appointment with their clinic in a couple weeks. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.